Manufacturer narrative:
One 14f x 32cm split stream catheter was returned for eval. A visual inspection revealed the internal portion of the catheter lumen is in two pieces, broken at the "do not split beyond this point" mark. The edges of the break are rough and uneven. Measurements of the catheter lumen inner and outer diameters were taken and found to meet all design specs. A review of the mfg records indicated all device specs and quality requirements were satisfied. We are unable to determine the cause or factors which may have contributed to this event, it appears that the device was stressed beyond its design capabilities possibly due to the pt standing up with a femoral catheter placement.

Event description:
The left and right side v jugularis int and subclavian could not be punctured because thrombosis. We performed central vein puncture with ultra sound control in local anesthesia. Following the femoral puncture of the right side vein we drove a catheter with wire, then the distal end was driven under the skin by leading it out on the right side. There were no complications. The catheter was broken after installation (the pt may have stood up), which was verified by x-ray. The catheter was broken into two pieces and we could not straighten it, so we had to remove it and replace it with a new one.